Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 was failed to open. A field service engineer (fse) identified that the solenoid plunger pin was broken and replaced it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device. -remove the special character in above paragraph except "."

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 failed to open, which located on usc7c1. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.